Event description:
It was reported that during an acucise case the stricture was found to be very tight and a standard stent was inserted for the next attempt to clear the stricture. After the stent was placed and during the removal of the guidewire, it was discovered that the outer core of the guidewire was unraveling. The guidewire was removed and the damage to the patient was limited. No further information was provided regarding this incident.